Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon firing on antrum, the staple line was incomplete distally and there was poor staple formation, staples were open. Using another reload was done to complete the case. There was no patient injury.